Event description:
It was reported that the patient experienced a ventricular tachycardia storm, and received multiple inappropriate shocks by their implantable cardioverter defibrillator (ICD). No intervention was performed, and the patient was stable.